Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this MRI conditional implantable cardioverter defibrillator (ICD) system was placed in an MRI machine, and tones were unable to be heard post MRI check. This represents a malfunction as critical therapy may be compromised. The device remains in service. No adverse patient effects were reported.